Event description:
This lead was implanted on 4/15/2009 and explanted on (B)(6) 2011 . The lead was replaced due to high thresholds and placement. The procedure took place at community hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).